Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement test, and self test. Device was monitored. No blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had a blank screen. Customer stated that the insulin pump was beeping, the battery was replaced but after that it did not turn on. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.